Event description:
Episodes from the date of death were also reviewed by a clinical data manager. Upon review, it appeared that the pea/vf in treated episode 005 was below the programmed rate zone and was oversensed by the device resulting in a shock. Also in treated episode 007, there was no visible electrical activity and a shock was delivered. Episode 007 occurred at 6:46 pm est and the death was reported at 6:51 pm. Episodes 002 through 004 show clear ventricular fibrillation that was detected and appropriately shocked, followed by asystole with pacing of at 30 seconds, as designed. Episode 005 did show a rhythm that appeared consistent with rhythm morphology when cardiopulmonary resuscitation is being administered. The device did oversense large signals and delivered one inappropriate shock, however this did not cause or contribute to the patient's death. The patient was already in an asystolic rhythm. Episodes 006 and 007 showed no electrical activity. There was no evidence of a product malfunction that would have caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several hours after the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient began to cough while in recovery. It was noted the patient had likely aspirated (versus pneumonitis) during the implant procedure, then causing a pea arrest. The physician implanted the device between the muscles, using a 2-incision technique. The patient also had treated and untreated episodes with ventricular fibrillation (vf). The patient then begin to go into multi-system organ failure and underwent a cath/impella device implant. The s-ICD was interrogated and confirmed 11 shocks had been delivered with no therapy exhaustion. The patient later died while in the hospital, still intubated. The documented cause of death was cardiogenic shock. The patient had a history of sickle cell anemia and may have been in sickle cell crisis. Prior to the implant, the patient's ejection fraction was at 10 percent. The device will not be returned to boston scientific.